Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
Arthroscopy; private hospital (B)(6) 2018 - during use, vapr electrode become blocked by tissue and was unable to continue to be used by surgeon. Below additional information received on 05/31/2018. The procedure was completed with new device and there was no patient harm.

Event description:
Arthroscopy; private hospital (B)(6) 2018 - during use, vapr electrode become blocked by tissue and was unable to continue to be used by surgeon. Below additional information received on 05/31/2018. The procedure was completed with new device and there was no patient harm. Additional information was received july 17th, 2018. The reporter stated the issue was detected within the first five-ten minutes of the surgical procedure. It was reported that there was a few minute delay to the surgical procedure. The procedure was completed and alternative devices were available for use. There were no reports of patient impact.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device has been discarded and therefore is not being returned for a physical evaluation. This complaint cannot be confirmed. A device history record (DHR) review has been conducted and the results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed 1 other dissimilar complaint for this lot of devices that were released to distribution. The product IFU states ¿failure to maintain the recommended suction may result in device failure¿. Other than this possible root cause, we cannot determine a definitive root cause for the reported failure. No corrective action is required, and no further action is warranted at this time. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).